Event description:
It was reported that the stimulation was turning off. The device had turned off on the patient 3 times on its own. It was further reported that the impedance on electrode #15 was >10,000 and the impedance on electrode #9 was 8,250 at 0.7v. All other electrodes seemed fine. The manufacturer representative ran another impedance test at 1.5v and numbers 15 and 9 were still showing high. The patient was having good relief and was programmed using number 9. The times and dates of the stimulation turning off were (B)(6) at 2 pm and 8:30 pm, (B)(6) at 7:30 pm and 9:10 pm, and (B)(6) at 12 am and 6:30 am. The group impedances were 426 ohms and 4.579 ma on one and 447 ohms and 4.372 ma on the other. It was noted that the implantable neurostimulator (ins) was given a command to turn off by either the patient programmer, clinician programmer, or the recharger each time it turned off. There was an open seen in the impedances. One time, the device was turned off during a recharging session. It was further reported that there were no interventions planned and the patient was receiving effective therapy. Every time the device turned off they were able to turn the device back on and pain relief returned. The patient was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was adamant that they pressed the sync key to check the status and they would see that the stimulation was off and then would turn the device back on. It was noted that they reprogrammed the implantable neurostimulator (ins) to not use the #9 electrode as they had impedances of 7000 ohms.